Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous distal left circumflex artery (lcx). Pre-dilation was performed with an unspecified 2.5mm balloon. The 3.5x24mm promus element coronary drug-eluting stent system was advanced into the patient, but was unable to cross the lesion. While withdrawing the promus element, the stent dislodged from its delivery device in the proximal lcx. Attempts to remove the stent were unsuccessful. A promus element plus was then advanced and implanted; treating the lesion and crushing the dislodged stent to the vessel wall. There were no additional patient complications reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous distal left circumflex artery (lcx). Pre-dilation was performed with an unspecified 2.5mm balloon. The 3.5x24mm promus element coronary drug-eluting stent system was advanced into the patient, but was unable to cross the lesion. While withdrawing the promus element, the stent dislodged from its delivery device in the proximal lcx. Attempts to remove the stent were unsuccessful. A promus element plus was then advanced and implanted; treating the lesion and crushing the dislodged stent to the vessel wall. There were no additional patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed only the stent delivery system was returned. Microscopic examination of the balloon noted some crimping indentations on its profile indicating that the stent had been crimped on the balloon. A significant quantity of solidified contrast media was evident inside the balloon. No other damage was noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).